Event description:
It was reported that the pt underwent a sling procedure in 2006. The physician dissected with scissors, but when passing the winged guide, the guide slipped off the bone and perforated the bladder on the left side, about 3-4 cm above the trigone. The procedure was aborted a cystoscopy ws performed and it was decided to let the perforation hoal on its own. A foley catheter was placed for 10 to 14 days to allow the perforation to heal.

Manufacturer narrative:
Conclusion: the surgeon indicated that the pt had a thick bone and that the winged guide slipped off the bone and perforated the bladder. The product functioned properly, but a technical difficulty caused the injury.